Manufacturer narrative:
The product was returned for investigation and the reported event could be confirmed.the macroscopic and microscopic investigations show that the screw was heavily pre-damaged/weakened by too high torsional forces during the insertion and thereby by removing, the screw is broken off in forced mode. The friction traces on the underside of the screw head show that the screw already contacted the plate and was further forcibly turned after the tightening/fixation.the investigation with sem shows on the breakage surface the typical flow structures of a ductile torsional breakage/deformed honeycomb structure caused by high torsional loads during the turn in.the reason for the failure was the fact that after the screw contacted the plate it was further forcibly turned after the tightening/fixation which led to a predamage of the screw and finally to the breakage during the explantation. Therefore the root cause can be attributed to a user related event.based on the evaluation no indications for any design, material or manufacturing related problems were found in this investigation.

Event description:
It was reported that a plate and screws were implanted in a patient during a bi-latteral saggital split surgery, and then it was decided to remove them in the same surgery. As the surgeon was removing one of the screws, it broke mid-shaft. It was also reported that they were using a standard 2.0 mp screwdriver blade and part# 6015008 drill bit was used to drill the pilot hole. Part of the screw was left in the patient but the plate was still able to be removed.

Event description:
It was reported that a plate and screws were implanted in a patient during a bi-latteral saggital split surgery, and then it was decided to remove them in the same surgery. As the surgeon was removing one of the screws, it broke mid-shaft. It was also reported that they were using a standard 2.0 mp screwdriver blade and part# 6015008 drill bit was used to drill the pilot hole. Part of the screw was left in the patient but the plate was still able to be removed.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.